Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11102. The pt reported she had pain while charging and she reported her charger gets hot. Follow up identified the pt had abdominal pain; the pain was near the ipg site and was present whether or not she was charging. The pt was contacted a second time, and the pt clarified the pain was down her leg, and not at the ipg site. It was reported the pt was to scheduled an appointment with the physician. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction # 1627487-07262012-002-r; 1627487-07262012-001-c. Ths ipg serial number was included in field advisories, and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.